Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: (B)(4): user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Adverse event report is being submitted due to customer meeting with hcp due to his hi readings on the meter. Note: manufacturer contacted customer in a follow-up call on 03-sep-2020 to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated she replaced her product and resolved initial concern.

Event description:
Consumer reported complaint for hi display and blood glucose test results. Wife called on behalf of the customer. The customer is concerned with test results obtained of 410mg/dl. The expected fasting blood glucose test result range is unknown. Wife is concerned with a meter-to-meter comparison performed at doctor's office. Customer obtained a result of 360 mg/dl (doctor's meter) and true metrix air read 50 points higher (410mg/dl) non-fasting. The customer did not report symptoms. Medical attention is reported as a result of the actual blood glucose results. The product storage location is undisclosed. During the call a back to back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is 01/21/2022 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Sections with additional information as of 27-oct-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Corrected sections as of 27-oct-2020: h10: most likely underlying root cause corrected from "mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test" to "mlc-55: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system".